Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear on the left and right side. The tears caused a leakage. Fluid was observed exiting a tear. No other damages or defects were found with the device. The external cannula tear has been identified as the root cause the leaking during wear. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported adhesive issue could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 543 mg/dl while wearing the pod between 25 and 36 hours. The pod started leaking and the pod's adhesive was wet. The device investigation observed a tear on the exposed portion of the soft cannula and fluid leakage during testing.